Event description:
A nurse practitioner inserted central 1.4 fr, 26 gauge polyurethane footprint PICC line into left arm of infant patient at 1 week of life, 28 and 1/7 weeks gestation for longer term tpn/intralipid therapy as his feedings are re-started and slowly advanced. PICC line was inserted into infant's left arm basilic vein without incident. Upon withdrawal of introducer needle, np then went to remove the introducer needle sheath. Upon attempt to remove sheath, only one half of the end of the breakaway sheath came off instead of both ends and the entire sheath peeling off. Attempt was made to remove the remainder of the sheath covering the catheter itself without success. Physician was consulted and decision made to remove the very end of the other half of the breakaway sheath and leave the 2 cm sheath over the very end of the line near the hub. PICC line is central in location and functioning well with good blood return and ability to easily flush catheter. 2 days later, another np was able to carefully remove the sheath over the catheter without incident. Line remains intact and continues to function well.